Manufacturer narrative:
(B)(4).

Event description:
Patient experienced a shocking sensation when he coughed. His stimulation setting was at 2.40 volts on group a of program 1. We were unable to follow-up with contact information provided, hence no additional information was obtained.